Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear, open mode probe wipe leak outside the coulter lh 500 hematology analyzer. Customer reported the leak spilled on the tabletop. Customer reported that the volume of the leak was approximately 5 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe was leaking. The fse found that the probe wipe assembly was not fully retracting. The fse replaced the ball bearing slide and the probe wipe assembly to regain full motion. The instrument ran without any leaks after the repairs.

Manufacturer narrative:
(B)(4).